Event description:
It was reported the device is not allowing pictures to be taken. There is an audible picture error alarm. No backup device was available and a competitor unit was used.

Manufacturer narrative:
The product failed to boot up. The cause of boot up failure is a defective dsp module pcb. Ccu passes functional testing including capturing video and images with a known good dsp module pcb installed. A review of the manufacturing records shows that this unit was released to distribution as a service replacement on or about (B)(6) 2016. The complaint investigation has concluded the cause of the failure to be a defective electronic component. No containment or corrective actions are recommended at this time.